Manufacturer narrative:
One delivery system and capsule were received for evaluation and investigated visually for external damage, and it was noted that the delivery system was bent. The delivery system and capsule were disinfected and the lot number and ID# matched the information provided by the initial reporter. The capsule was not attached to the delivery device and the trocar needle was advanced. The plunger was not broken, was stuck at the second slit and was fully released. The capsule electrodes were visually acceptable. The delivery system did not have any other visible damage. Based on the condition in which the device was received, the delivery system and capsule seemed to have functioned to specification. The visual inspection showed that the guide wire was bent, however it is unknown how this occurred therefore the root cause cannot be positively determined. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule did not detach from the delivery device, and fell onto the floor when the delivery device was removed from the patient. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule.